Manufacturer narrative:
Device expiration date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd syringe and needle experienced cannula breakage. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Subject: syringe/needle intake: description of issue: customer reports she had 2 needles that broke off and does not know if she caused them to bent when she inserted them in the insulin vile or they were already bent when removed from packaging. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. Number of occurrences: 2. Item number: choose one: customer could not provide: 3 ml syringe ¿ 309657. 5 ml syringe ¿ 309646. 26 g, 3/8¿ needle ¿ 305110. 26 g, 1/2¿ needle ¿ 305111. Product lot number: customer could not provide. Are samples available for investigation?o no. Customer has thrown away supplies. Did issue cause any injury? If yes, what type of injury? No injury. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No medical intervention needed. Resolution: customer declined bd follow up for returning product. No further distributor follow up is required. Note: product category = needle/syringe issue.